Event description:
Pt stated that his freedom 60 pump stopped working during infusion last night, and he did not remember to call on call pharmacists for clinical emergencies. He did not complete his dose last night. New pump scheduled to ship to pt and pt has doses at home to use. Pt states no side effects or issues related to missing dose. Dose or amount: 10 gram (50ml), frequency: every week, route: subcutaneous. Dates of use: from (B)(6) 2016 to current.